Event description:
The reporter stated that the catheter broke at the hub where the catheter meets the hub. No part of catheter visible. They removed the catheter from the patient with forceps. (No cut down involved as known to the reporter.